Event description:
The surgeon implanted a silicone lens but it was damaged upon insertion. The lens was cut into pieces to remove. There was no patient injury or event. The patient's prognosis is good.